Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a symptomatic patient presented to the emergency room. Examination of the patient's merlin transmission revealed that the patient's right ventricular (rv) lead had exhibited over-sensing of noise, leading to pacing inhibition and the patient's reported symptoms. The specific symptoms the patient experienced were unknown. The cause of the malfunction was unknown. No externalized conductors were suspected or confirmed. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.